Event description:
I applied mimyx, as prescribed by my dermatologist for eczema, at around 1 pm on my hands. I did not feel anything until I started preparing dinner at 6 pm, when I was chopping a jalapeno. At first the burning sensation felt normal for dealing with hot peppers, but over the course of an hour, the burning sensation ramped up to an unbearable level. I had to keep my hands on ice for the next 6 hours or so, it felt like both of my hands were entirely entrenched in flames. Luckily, I was able to fall asleep eventually (ice in hand), and the burning subsided by the time I woke up in the morning. This is such a rare drug, but a warning should be provided that users not cut / touch hot peppers while using mimyx. It was very scary. I've never had an adverse reaction to a drug before.